Manufacturer narrative:
Patient identifier: requested, not available. Explanted date: device was not explanted. Initial reporter occupation: lead interventional tech. A review of the device history record of the product code/lot number combination was conducted with no findings. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the locator, carrier tube, and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The internal components were found to have been deployed, and the suture was found to have been cut. The clear stop indicator was also found to have been fully visible. The complaint was confirmed for incomplete hemostasis. The exact root cause was unable to be determined. The likely cause was determined to have been deployment outside of the vessel resulting in incomplete hemostasis. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that upon completion of a femoral angiogram that included tpa and had been completed over several days, it was determined that a left femoral arteriotomy site should be mechanically closed. An angiogram of the left groin was acquired in both the anteroposterior (ap) and oblique positions. A 6 french sheath was removed, and an attempt was made to insert the 6 french angio-seal involved. The anchor was deployed into the vessel, the collagen was placed into the arteriotomy track; however, upon impacting the collagen down there was arterial like flow at the puncture site. The physician held pressure for twenty (20) minutes until hemostasis was achieved. Post operation, the patient had no pain in the left leg and the extremity was warm. The patient was in stable condition. The procedure outcome was good. The event occurred post-treatment. There was no patient injury/medical or surgical intervention required. Additional information was received on 29 nov: the physician did not do any further investigation as to where the anchor and collagen deployed. Immediate hemostasis was not achieved; therefore, manual pressure was held immediately. The doctor did not gain access at the site, a vascular surgeon did 4 days prior. There was no measurable blood loss.